Manufacturer narrative:
Method: device was discarded by complainant and not returned to welch allyn for eval.

Event description:
It was alleged that an adult female ICU pt had a reaction to a welch allyn disposable flexiport blood pressure cuff. The nurse mgr reported the pt experienced a red raised rash in a demarcation of the blood pressure cuff. The cuff had been relocated to the pt 's other arm and the same rash was noted on both arms. The pt was treated for cellulitis (the pt was already taking antibiotics) and prescribed medrol, a corticosteroid. The nurse also noted the cuff was discarded when the pt was discharged per their policy. The complainant did not provide any pt identifiers.